Event description:
Medical device is an intrathecal pump with life expectancy of 5-7 years. Telemetry was performed on pump. Telemetry indicated residual volume of 4.0ml. Rn was able to withdraw 17.5ml for a difference of 13.5ml. This meant that only 0.5ml actually was used by pump. Pump refills are performed approximately every 30-35 days. Dr was informed of this discrepancy.